Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported there was self test failure. The device was returned for trade-in. No patient involvement or complications were reported.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the upper case was dented and broken, the lower case was broken, battery contacts were compressed, the ring was bent, and the keyboard was scratched.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.